Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and connection resumed. No additional patient information was available.